Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer removed the o-ring, successfully loaded the cartridge, and resumed insulin therapy to address the event and the elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.